Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 471 mg/dl. Customer stated she didn't had an option to calibrate since her blood glucose was high. Customer was at work so she cannot really do any of the troubleshooting. Customer stated high performance test was passed. The pump will not be returned for analysis.